Manufacturer narrative:
Ous MDR - the information received was analyzed. The review of the documentation confirmed an unstable rhythm. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker stimulated with the following parameters as programmed: vdd-mode/40ppm/2.5 v @ 0.4 ms. The pacemaker was reprogrammed to the values as in the clinic (atrial sensitivity: 0.1 mv). With the atrium reprogrammed to maximum sensitivity the clinical observation could be reproduced. Irregular sensing appeared during communication between the programmer and the pacemaker and led to the unstable rhythm as described in the clinical observation. To determine the root cause for the clinical observation, the pacemaker was subjected to an destructive analysis. The analysis showed that this behavior was caused by the communication between programmer and pacemaker which led to cross talk. The communication signals were used and interpreted as physiological signals. Therefore, the timing was irregular. The observed behavior stopped directly after removal of the ics 3000 programming wand. In summary, the clinical observation was caused by an internal cross talk of the communication signals. This represents a singular event which has not been reported before.

Event description:
Ous MDR - after an implant duration of about 10 months, abnormal function of the device was reported during communication with the programmer ics 3000. This device was explanted 5 months after this event. No adverse patient side effects have been reported.